Event description:
It was reported that the patient could not get their controller to power on and they received a blank screen. They said "I don't use them very much except to turn it on or off to drive, and I went to use it the other day and it wouldn't come on". The patient tried "numerous batteries" and the screen wouldn't come back on. They saw no corrosion and everything looked intact; the programmer hadn't gotten wet or dropped. The issue was not resolved through troubleshooting. A replacement was requested sent out.

Manufacturer narrative:
Continuation of d10: product ID 97740, lot#/serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6), UDI#: (B)(6). H3: analysis of the 97740 programmer (s/n (B)(6)), revealed battery corrosion and that needed back case replacement. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.